Manufacturer narrative:
(B)(4). (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the fluid did not funnel into the cannister after squeezing blue collar.

Event description:
Please refer to report 3006946279-2018-00251.

Manufacturer narrative:
(B)(4). Device history record (DHR) was reviewed and no discrepancies were found. Complaint sample was evaluated and the reported event was unconfirmed: investigation results concluded that no product issue could be identified, the device worked as expected. Therefore, the event described in the complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.